Event description:
It was reported by provider that the joystick for the (B)(4) power chair will not speed up or slow down and may be the speed pot. Provider was advised the (B)(4) is repair only and will need to get a purchase order from their purchasing in order to send in unit for non warranty repair. Provider states the joystick recall was declined by invacare due to the patients condition.